Event description:
It was reported that the rv lead was explanted after a repositioning attempt because blood was found in the outer coating. Visual examination after explant showed that the outer coating was "broke and wrinkled again." No patient complications were reported as a result of this event.